Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that upon removal of sensor on date of report, she was uncertain as to the location of the wire. Patient reported that no portion of the wire was visible at insertion site. At the time of her call to technical support, patient reported being in fine condition. No medical intervention was required.